Event description:
Information was received indicating that a smiths medical pump was not infusing 5fu into the patient and no alarms sounded, the tubing wasn't kinked, and the pump recorded as though the medicine was infused. The patient was not affected. There were no reported adverse events.